Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter noted that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint..

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2018 with the following findings: review of the black box data revealed records of unexplained power on reset events. The battery cap returned with the pump was noted to have stripped threads and was no able to maintain electrical connection when placed on the pump; the alleged intermittent power issue was duplicated with the damaged battery cap on the pump. The battery compartment was confirmed to be cracked. A test battery cap was placed on the pump and the pump completed a 24-hour duration test without interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/discolored. (B)(4)